Manufacturer narrative:
The bactiseal catheter was returned for evaluation: DHR - lot 7266510, conformed to the specifications when released to stock. Failure analysis - the end of the ventricular catheter is slightly discolored and stained a bit from the rest of the catheter. This not considered as a defect, it's a cosmetic failure. This does not influence the functioning of the catheter. Root cause - the root cause for the issue reported by the customer is due to the material used for shapping the end of the catheter is not exactly the same than the catheter. This does not influence the functioning of the catheter.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
1 of 2 reports. Other mfg report number: 3013886523-2024-00047. A facility reported the end of a ventricular catheter of a bactiseal catheter kit is slightly discolored and stained from the rest of the catheter. Also the box is stained from the catheter. Distal catheter has some spots too similar to the ventricular catheter. No surgical delay reported and the procedure was completed with a replacement product available.

Manufacturer narrative:
Corrected field - d9.

Event description:
N/a